Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose level of 444 mg/dl. The customer stated that they had insulin pen but had not treated the high blood glucose with the insulin pen. Troubleshooting was performed and insulin could exit without incident. Troubleshooting was not competed per customer's request. The customer was transferred to diabetic therapy consultations for further assistance. The device will not be returned for analysis.